Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including gastrointestinal bleeding, intracranial bleeding, cerebral amyloidosis, recurrent stroke, persistent atrial thrombus, and atrial fibrillation. Complications reported included patient device interaction problem (thrombus, residual shunt), cardiac tamponade, pericardial effusion, thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "efficacy and safety of transcatheter left atrial appendage closure guided by transoesophageal echocardiography using standard and micro tee probes: a single- center retrospective study", was reviewed. This research article is a retrospective single-center experience to evaluate the efficacy and safety of percutaneous left atrial appendage closure (laac) performed under micro-transesophageal echocardiography (tee) guidance compared with standard tee guidance. The devices included in the study were watchman flx, amplatzer amulet, and omega. The article concluded that the use of micro-tee during laac procedure did not show a significant difference in procedural success rate and was not associated with an increased complication rate compared with standard tee guidance. The use of micro-tee showed a reduction in total procedural time, partly due to the reduced need for oti, without an increase in radiation exposure, fluoroscopy time, and contrast use. [The primary author was alessandro barbarossa, cardiology and arrhythmology clinic, cardiovascular department, azienda ospedaliero universitaria (aou) delle marche, ancona, italy.] [The secondary and corresponding author was francesca coraducci, cardiology division-intensive cardiac care unit, cardiovascular department, azienda ospedaliero universitaria (aou) delle marche, ancona, italy, with corresponding e-mail: francesca.coraducci@ospedaliriuniti. Marche.it.] This study included patients undergoing transcatheter laac from 01 june 2021 to 30 august 2024. A total of 46 patients were included in the study, of which 30% (14) received an abbott device. The average age was 76 years. The majority gender was male. Comorbidities included gastrointestinal bleeding, intracranial bleeding, cerebral amyloidosis, recurrent stroke, persistent atrial thrombus, and atrial fibrillation.